Event description:
As reported, during an unknown procedure, a flexor raabe guiding sheath "snapped" and unraveled upon removal of the device. The patient did not experience any adverse effects due to this event. Additional information has been requested but is not available at this time.

Manufacturer narrative:
E3: supply chain specialist h3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: b5, d10. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 01apr2026. The intended procedure was a drug-coated balloon (dcb) intervention for an occluded superficial femoral artery (sfa). Femoral access was used, with the access site presenting as normal in condition. A contralateral approach was taken for the procedure. The anatomy encountered was stenosed with heavy calcium present, though no chronic total occlusion (cto) was identified. Another manufacturer¿s catheter was used through the sheath during the procedure. Resistance during insertion and advancement of the sheath was not unusual. However, resistance was encountered during removal of the sheath, and it was at this point that the sheath came apart. No resistance was noted during the insertion or advancement of devices through the sheath. The dilator was not reinserted prior to sheath removal. The procedure was completed successfully. Although the sheath separated during removal, it did not fully come apart, and no retrieval procedure was required. The sheath was removed in its entirety with time and caution applied to the remainder of the removal process. No unintended section of the device was left inside the patient's body, and no additional procedures were required as a result of this event.